Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction injection was administered to address the bg. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.